Manufacturer narrative:
Device evaluated by MFR: the returned complaint device consisted of a rotalink burr catheter attached to the advancer. The handshake connection, sheath, coil and burr were microscopically and visually examined. The coil was stretched and broken 135cm from the strain relief and the burr was not returned. There was no damage to the handshake connector. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 21-feb-2019. It was reported that the handshake connection was kinked. The 15mm, 20mm 80%stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 1.50mm rotalink burr was selected for use. During the procedure, it was noted that the connector between the burr and the advancer was kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis received that the coil was broken 135cm from the strain relief and the burr was not returned.